Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an event in the night of implant. It was also reported there was a non specific issue with the rate drop response feature of the implantable pulse generator (ipg). It was additionally reported that the right atrial (ra) lead exhibited a "lead problem". It was noted the ra lead had high thresholds, diminished p waves with rising and high/ undefined atrial impedance values noted on the lead. The ipg was reprogrammed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.